Event description:
Event description guidant received information that this ventricular lead had dislodged shortly after implant due to patient movement. The lead was successfully repositioned the next day. After the repositioning, the pacemaker was unable to get an intrinsic r-wave measurement.